Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient's baclofen pump was not working out for the patient. The healthcare provider lowered the pump a couple times. It was noted the pump was going to be explanted in the future sooner rather than later. The hcp was requesting information on titrating the patient down.